Event description:
It was reported that device detachment occurred. The stenosed target lesion was located in the ostial left anterior descending artery. The opticross imaging catheter was introduced for ultrasound examination of the lesion. When the imaging button was clicked to start the procedure, noise was heard when the catheter was rotating but then the noise stopped. It was then noted that the connection at the middle of the catheter was fractured and entangled on the shaft. The device was replaced and the procedure completed. There were no patient complications reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window was detached from the lapjoint section. The detached portion was not returned for analysis. A picture was received from the client which showed the imaging window detachment and that the imaging core was entangled due to it being exposed.

Event description:
It was reported that device detachment occurred. The stenosed target lesion was located in the ostial left anterior descending artery. The opticross imaging catheter was introduced for ultrasound examination of the lesion. When the imaging button was clicked to start the procedure, noise was heard when the catheter was rotating but then the noise stopped. It was then noted that the connection at the middle of the catheter was fractured and entangled on the shaft. The device was replaced and the procedure completed. There were no patient complications reported. It was further reported that there was just interaction between the opticross and the lesion and not with another device.